Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there was underfill seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd quality did not receive returned samples or photos from the customer for investigation of underfill. No retain testing can be completed as the product is expired. Bd makes no claims on expired product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.